Manufacturer narrative:
Please note that the lead model relative to the subject case is not known.

Event description:
The physician stated that one shock at 0 joules, which was triggered by ventricular noise oversensing, was observed upon device interrogation on (B)(6) 2017. It was reported that the defibrillation system was explanted on (B)(6) 2017 due to ventricular lead fracture and suspicion of atrial lead fracture (subject lead). A new defibrillation system was then implanted. Since neither the ICD system nor the programmer files could be retrieved for analysis, no further investigation could be performed.